Event description:
This report summarizes 77 malfunction events in which the device reportedly overheated. - 50 events had no patient involvement; no patient impact. - 26 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 77 events were reported for this quarter. Product return status 1 device was received. 75 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 77 devices were not labeled for single-use. 77 devices were not reprocessed or reused.

Event description:
This report summarizes 77 malfunction events in which the device reportedly overheated. 50 events had no patient involvement: no patient impact. 27 events had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 77 previously reported events are included in this follow-up record. Product return status: 1 device was received. 76 devices were evaluated based on historical data analysis.